Manufacturer narrative:
The instrument was returned and evaluated. It was found that a piece of metal that covers the inner side of the scissors jaw had come off. A possible cause was stress overload.

Event description:
Allegedly, the doctor was performing a procedure when he noted that a piece came off one of the jaws into the patient. He immediately retrieved piece, replaced instrument and completed procedure. The hospital reported there was no injury to the patient.